Manufacturer narrative:
On january 28, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of available sensor data did not indicate evidence of a system malfunction. As a proactive troubleshooting measure, customer care recommended that the user complete a sensor re-link to clear the calibration buffer and address potential calibration misalignment. The user successfully completed the re-link process and associated next steps. Subsequent monitoring showed improved agreement between bg and sg values following completion of the re-link. The user was advised to continue using the system and to calibrate when prompted by the system. Per data management system review, the system was current with active use at the time of complaint closure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.